Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2017-00856. It was reported that the patient experienced ineffective therapy due to their lead migrating. X-rays were taken, however the results are unknown. As a result, surgical intervention may be pending to address this issue. Note: both leads are being reported as it is unknown which is liable.

Event description:
Device 1 of 2; reference MFR report: 3008829311-2017-00857. Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their lead replaced. While in surgery, the physician elected to implant a third lead as well to increase coverage.